Event description:
The manufacturer service technician reported that the color band was missing while it was being serviced at the user facility. There were no adverse consequences related to this event.